Event description:
It was reported that a solution administration set was missing a roller clamp. This malfunction was identified prior to use; there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified that the roller clamp was missing from the device. This confirmed the reported condition. The cause of the event is unknown. A CAPA was opened to further investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.